Event description:
The service report shows while performing incoming evaluation, the nellcor puritan-bennett factory service technician noted leak test and volume failures. The leak test failure exceeds its lower MDR limit. The npb cse inspected the device and replaced the cup seal. The unit passed extended self testing. This is not an admission by nellcor puritian-bennett that this device caused or contributed to the event alleged in this report.